Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuits are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the collar on the expiratory limb of four rt265 infant dual-heated evaqua2 breathing circuits was cracked. This was discovered while in use on patients. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the four complaint rt265 infant dual-heated evaqua2 breathing circuits (lot unknown) were not returned to fisher & paykel healthcare in (B)(4) for evaluation. Despite requests for the complaint devices to be returned the hospital could not provide the complaint circuits. However the hospital was able to provide a photograph of one complaint circuit and return one unopened rt265 breathing circuit (lot 120418) for investigation. The circuit was visually inspected for damage. Our investigation is based on the event description, visual inspection of the provided photograph, investigation of the returned unopened device and our knowledge of the product. Results: visual inspection of the returned unopened and sealed rt265 breathing circuit revealed no damage to any part of the circuit. Visual inspection of the provided photograph revealed that the proximal connector collar was cracked on the expiratory limb of one circuit. A lot check of the complaint circuits was not performed as a lot information was not provided. Conclusion: without the return of the complaint devices we are unable to definitively determine what may have caused the problems experienced by the customer. In addition, we could not confirm any fault with the unopened circuit returned by the hospital. One photograph of one circuit was provided by the hospital. Visual inspection of the provided photograph revealed a crack on the proximal connector collar of the expiratory limb. Based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connector coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuits became damaged after the product was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; the user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitisers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the collar on the expiratory limb of four rt265 infant dual-heated evaqua2 breathing circuits was cracked. This was discovered while in use on patients. No patient consequence was reported.